Event description:
It was reported that during a da vinci-assisted gastrectomy - distal surgical procedure, the customer reported that non-intuitive motion issue occurred on the horizon small clip applier (hsca) instrument. The wrist of the hsca instrument was bent when the surgeon was trying to clip. The customer also reported that one of the discs in the hsca housing came off. The instrument was replaced to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The patient did not experience any complication during and after the procedure. The issue occurred after the surgeon used the instrument 15 minutes. There was no drape exchange at any time during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the horizon small clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations was able to confirm/reproduce the reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have input disk # 6 broken and completely detached from the base of the housing. Hairline cracks were found on the grip input shafts. Functional testing of the device in an attempt to replicate the report complaint of non-intuitive motion is not possible due to the returned condition of the device. Root cause of this failure is attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the device logs for the horizon small clip applier (part# 470401-05/ lot# t10180327- 0100) associated with this event has been performed. Per this review of the logs, the horizon small clip applier was last used on (B)(6) 2022 via system serial# (B)(4) for a gastrectomy - distal procedure. There were 81 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date. The instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the horizon small clip applier instrument moved with unintuitive motion moved with unintuitive motion (e.g. The instrument moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.